Manufacturer narrative:
(B)(4). Date sent: 9/23/2020. D4: batch # u93m83. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, all 6 deployed clips came off at the end of the procedure. The device was used on the inferior mesenteric artery. There was oozing from the opened clips and the surgeon clipped again. Another device was used to complete the case. There was no issue with bleeding, there was no transfusion, and there was no change to procedure. There were no adverse consequences to the patient. No further information is available.